Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure non-recoverable fault 307 error occurred against arm 3. The system was restarted and the error cleared, however, it immediately returned. The system was power cycled again. Error 319 presented at system startup. The caller disabled arm 3, and the surgeon resumed the case with three arms. The intuitive tech support engineer (tse) advised that arm 3 could be moved for better clearance, and that the customer would need to exert more force to move the arm. The tse also informed the or staff that any noise during arm movement was likely the friction brakes slipping. The or staff confirmed that they successfully moved arm 3. There were no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: there were no errors present when the system was initially powered on. The reported errors occurred only during the procedure.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fcp pca was inspected, and no faults could be identified. The fcp pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.